Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. The manufacturing record could not be reviewed because serial number was unknown. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the user tried pneumoperitoneum again after the first pneumoperitoneum, but the stomach did not swell. The procedure was completed by replacing it with another device. There was no report of patient injury associated with the event. After the case, the device was inspected by the distributor, but the phenomenon was not reproduced and it was a wait-and-see.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.